Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: size change. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 750cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was discovered while the patient was undergoing replacement surgery to get larger implants. Mentor smooth round moderate plus profile 800cc saline prostheses were placed.

Manufacturer narrative:
Additional information was received on december 29, 2020. It was clarified that the device received (lot #7386873) was the impacted product. D4 has been updated. The investigation of the returned device was completed by the failure analysis lab on december 29, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 7386873 number, and no non-conformances were identified. During the visual inspection, the device was found to be ruptured, and it was received in two parts. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).